Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia vomiting and dehydration. The patient removed the pod from the pod infusion site prior to going to the hospital. Once at the hospital the patient was monitored and treated with intravenous fluids. The patient was discharged from the hospital after 24 hours. The patients pod will not be returned as it has been discarded.